Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after few days of intubation, the device had punctured cuff. The patient had replacement of the tube.